Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation the device was intermittently giving various pressure readings for peep. The customer reported condition was confirmed. Problem source was traced to service and repair. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device was not holding pressure and meter was not moving. No adverse effects reported.